Event description:
It was reported during a diagnostic laparoscopy the 355ld trocar would not arm. The arming button would not stay down. The procedure was finished by opening another 355ld. There was no pt consequence.